Event description:
It was reported that the device froze on the wire. The patient presented with coronary artery disease (cad). A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci), targeting an in-stent restenosis (isr) segment. During insertion, the agent failed to advance over the guidewire prior to entering the patient. The guidewire was in the coronary artery. Upon attempted removal, it became stuck and required extraction along with the wire as a single unit. The procedure was successfully completed with another agent device. No patient complications were reported, and the patient fully recovered.